Manufacturer narrative:
Evaluation summary: medtronic has received the device and its analysis has been completed. The stent was not returned. The delivery system revealed that the hypotube was bent and sightly kinked, 42cm distal to the strain relief. The balloon pillows were intact, and stent bake crimp impressions were evident on the balloon. The distal tip was slightly damaged. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Event description:
A 2.5 mm diameter x 12 mm length micro driver rx coronary stent system was inserted into a patient for the treatment of a mid circumflex lesion. The vessel morphology was reported as moderate tortuosity with severe calcification and 90% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the micro driver delivery system and while advancing, the stent got stuck in the first bend and was unable to reach the target lesion. The physician pulled the delivery system back and the stent dislodged in the left main, however, remained on the wire. The physician used multiple wires and balloons to successfully bring the dislodged stent back into the guide catheter. The entire system was removed and the physician started the entire procedure over. The case was completed with a driver stent successfully deployed in the circumflex. No additional clinical sequelae were reported and the patient's condition is good.